Event description:
Original surgery: 5/3/95. 65 y/o male, 250 lbs at time of original surgery. Right knee. Allegedly pt had early polyethylene failure with some superficial lamination and delamination of the tibial component on both the medial and lateral sides. Synovitis secondary to foreign material.